Manufacturer narrative:
Follow-up #1: date of submission 12/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: there was evidence of moisture corrosion only in the battery compartment however, the pump passed a leak test. No damage or peeling to the keypad was observed. The display was found to be dim and pink. The returned battery cap tightened fully with no issues observed. The contrast key was found to be working; the ok, down and up keys were intermittently unresponsive to testing. The keypad was removed and contamination was found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up, down, and ok keypad buttons were under responsive and denied damage to the keypad and moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.